Event description:
It was reported that the device was in use for infusion with home care patient. The reporter stated the infusion was "life sustaining" (drug name not provided). Reporter stated the device stopped infusion, alarmed and displayed "error 1870". The reporter stated the patient powered the pump off and back on and continued the infusion. No adverse effects to patient reported.